Event description:
It was reported, the patient presented to due to collapse. Upon interrogation of the device, oversensing, and low defibrillation impedance resulting in a over current detection (ocd) alert was observed on the right ventricular (rv) lead. The device attempted to deliver shocks and atp for the ventricular arrhythmia, however, were unsuccessful and eventually unable to be delivered due to the low defibrillation impedance and ocd alert on the rv lead. External defibrillation was required to terminate the arrhythmia. Technical support was contacted and lead damage was suspected. Lead replacement is anticipated, however, has not yet been performed.